Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, that the pump did not function as intended. A system check was performed by tandem technical support and verified pump functioned as intended. Although requested, the customer declined to upload pump data for a review to be performed. Customer declined further troubleshooting with tandem technical support and declined to provide additional information.